Event description:
A malfunction code, malf 12, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the customer was able to continue using it without the malfunction reoccurring. The customer was advised to call back if the issue recurred, and they acknowledged this instruction.